Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 1000mcg/ml for a total dose of 100.1mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2018 that examination revealed a pump pocket seroma. It was noted on (B)(6) 2018 medical or non-surgical therapy occurred where 123ml was aspirated from the site. The patient was instructed to maintain pressure over the site on (B)(6)2018. On (B)(6) 2018 192ml was aspirated from the site. On (B)(6) 2018 100ml was aspirated from the site. On (B)(6) 2018 examination revealed a lumbar site seroma where 45ml was aspirated from the site. Of the 45ml, 30ml was clear and 15ml was a deep red color. On (B)(6) 2018 the patient was administered im injection of ketorolac tromethamine 60mg/2ml. On (B)(6) 2018 the patient reported swelling and pain at the pump site. On (B)(6) 2018 examination revealed the pump had migrated to the midline of the body. On (B)(6) 2018 the patient reported the seroma had increased in size and the patient was instructed to apply pressure to site (ball of socks). On (B)(6) 2018 laboratory testing revealed the aspirated fluid was cerebrospinal fluid (csf). On (B)(6) 2018 the pump and catheter were explanted/not replaced, as the benefits of the therapy have not been greater than the complications. The device diagnosis was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pump pocket seroma, pain at the pump site, and persistent csf leak. It was noted the etiology of the events (pump pocket seroma and csf leak) indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket and lumbar site. The etiology of the event (pump migration) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the cause of the pump migration was not determined. The patient's weight was (B)(6) pounds. No further complications were reported.